Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was initially reported that the patient had signs of thrombus and a log file was provided to the manufacturer's technical service representative for review. During the analysis of the log file there was an observation of a few transient power elevations. Clarification was received from the lvad clinician that the patient did not have any clinical signs of thrombus; however, did have an embolic stroke, and they were seeking out the source of the clot. The patient was in a-fib and did not have a clipped atrial appendage. Lactate dehydrogenase was normal during the admittance ranging from 400 u/l to 500 u/l. There was no urine discoloration, and no apparent signs of heart failure worsening. A hemodynamic ramp speed test with nipride was performed. The pump speed was set at a higher rpm of 10,200. As a result, the ramp echocardiogram showed the aortic valve was opening with nearly every cardiac cycle at the newly programmed higher speed. A target lower mean arterial pressure of 65-75 mmhg was implemented, as the patient was most responsive and had the best aortic valve opening with the higher speed and lower bp. It was reported that the inr was always therapeutic and even tended to trend consistently at 2.75-3.0. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.